Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter was received with the packaging sterility compromised. It was reported the steerable guide catheter (sgc) was received with the external brown shipping box, the blue packaging box and pouch torn. Sterility was comprised and the sgc was no longer sterile. The sgc was not used. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, the reported damage to the device packaging appears to be have been sustained during transit to the customer. There is no indication of a product issue with respect to manufacture, design or labeling.